Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer on inspecting and cleaning components of the pump and assisted in filling and loading a new cartridge, with arrangements for a next-day delivery of a replacement cartridge.